Event description:
It was reported that during competitor lead replacement for noise and high impedance measurements, the physician elected to also replace the ICD when he could not isolate the problem to only the lead.

Manufacturer narrative:
The reported field event of noise was confirmed via egm review. Bench testing was performed and the device was found to be normal. No device anomaly was found. The cause of the noise observed in the field is undetermined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.